Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned, mmdg was not able to investigate or confirm the complaint. The report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter states that the pump was not alarming, that it "stopped working" and that the screen was blank. They stated that the pump screen looked blurry and that the pump did not alarm at that time. Mmdg followed up with the initial reporter who stated that the "red light" on the pump came on, but that the pump was not alarming. No adverse effect to the patient was reported. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. When the pump was returned to mmdg, it was found to have extensive fluid ingress damage, that had damaged several pump components. Mmdg was not able to get the pump to turn on completely or alarm because of the extent of the fluid ingress damage. The pump was damaged so extensively that it was recommended to be scrapped.

Event description:
The initial reporter states that the pump was not alarming, that it "stopped working" and that the screen was blank. They stated that the pump screen looked blurry and that the pump did not alarm at that time. Mmdg followed up with the initial reporter who stated that the "red light" on the pump came on, but that the pump was not alarming. No adverse effect to the patient was reported. (B)(4).